Event description:
It was reported that thrombosis and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was being performed. A truseal watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. A mobile thrombus had formed on the was sheath post deployment and was aspirated upon release of the device. Post procedure, the patient developed speech and right arm weakness. A magnetic resonance imaging (MRI) was performed and a small cva was confirmed. The patient was medically treated and the thrombus did resolve. The follow up of the patient is ongoing.